Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Later patient reported "lot of pain in the breasts, hardening of the breasts, as well as an asymmetrical increase in the volume of the breasts, asymmetrical increase in breast volume, capsular contracture baker grade IV, subject to recall", "nodule in the left breast".

Event description:
Patient reported left-side capsular contracture baker grade unknown, "pain and heaviness in the breasts" and mentioned the recall. The device remains implanted.

Manufacturer narrative:
Clarification e2, e3 - initial reporter is a patient. The patient is a healthcare professional. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.